Event description:
On (B) (6)2008, the pt was implanted with an scs system. On (B) (6)2010, the system was removed. The pt stated that the stimulation had not been providing pain relief. During the explant procedure, the doctor observed clear fluid mixed with blood at the laminotomy site, and believes the pt may have experienced a csf leak.

Manufacturer narrative:
Evaluation - the device history and sterilization records were reviewed. Results: - the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. The lead was visually inspected and noted to be incomplete. The lead segment has compression damage approximately 25cm from the stimulation end and appears discolored. No functional testing could be performed on the incomplete lead. Conclusion: - the cause of the reported complaint could not confirmed. The lead was returned incomplete and functional testing was not performed. Ans has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.